Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies ischemia and thrombus as potential complications associated with use of the device.

Event description:
It was reported that a patient enrolled in the (B)(6) study was treated for an unruptured saccular aneurysm located in the left middle cerebral artery with an lvis stent, and experienced a transient ischemic attack (cerebral ischemia) two (2) days post procedure. The event was reported to be mild in severity and resolved itself without additional intervention or medication administered to the patient, and there were no adverse clinical sequelae. The patient is reported to be asymptomatic.